Manufacturer narrative:
(B)(4). The reported patient effect of worsening mitral regurgitation (mr) appears to be related to patient/procedural conditions and due to the single leaflet device attachment (slda). The reported dyspnea was likely a symptom/secondary effect of the worsened mr. It should be noted that the reported patient effects of dyspnea and worsening mr, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: on (B)(6) 2017, the patient experienced dyspnea, echocardiogram was performed revealing the mitral regurgitation (mr) had increased to 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. Two clips were implanted reducing the mr to 2-2+. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted successfully, reducing the mr to 2+. A second clip (70524u189) was implanted reducing the mr to 1. However, after gripper line removal from the second mitraclip delivery system (cds), the second clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr returned to 2+. A total of 2 clips were implanted, mr grade is 2+. There were no adverse patient effects. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.